Event description:
Medtronic (covidien) received information regarding an incident involving one of its devices. During the treatment of an acute stroke by mechanical thrombectomy, solitaire fr was used and tici3 was achieved. Twenty four hours post the procedure, hydrocephalus occurred as a result of the cerebral edema. The edema was caused by the cerebral infarction in the superior cerebellar artery (sca) area, and associated with obstructive hydrocephalus. External decompression for the occipital lobe was performed. The patient was very critical, but the conscious level improved via the craniotomy. The hydrocephalus is reported to be natural course of cerebellar infarction. This event was not related to the solitaire usage and / or the procedure (mechanical thrombolysis), per physician. The patient was reported to be improving.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The lot number of the device was not provided. Attempts to obtain the lot number were unsuccessful.